Manufacturer narrative:
With all the available information, boston scientific concludes the report of difficulty tightening the ipg setscrew was confirmed. The returned spectra wavewriter ipg was analyzed and revealed the setscrew in port c was covered with silicon debris broken off the septum which caused the hex driver not to engage with the setscrew. After clearing the debris, the hex wrench was able to turn the setscrew to lock and unlock a lead. The complaint is considered to be a procedural incident rather than a manufacturing defect, therefore, the probable cause is unintended use error caused or contributed to event.

Event description:
It was reported that during a previously reported revision procedure, the physician was unable to hex down the lead to the ipg in port c. Initially the physician thought that the screw had come out, and tried to replace it with a screw from a clik x anchor; however, the attempt was unsuccessful and ultimately the ipg was replaced. Afterward, the physician assessed that the screw may still have been inside the ipg and did not suspect it to be inside the patient as there was no evidence that it ever fell in. The patient is doing well post-operatively.

Event description:
It was reported that during a previously reported revision procedure, the physician was unable to hex down the lead to the ipg in port c. Initially the physician thought that the screw had come out, and tried to replace it with a screw from a clik x anchor; however, the attempt was unsuccessful and ultimately the ipg was replaced. Afterward, the physician assessed that the screw may still have been inside the ipg and did not suspect it to be inside the patient as there was no evidence that it ever fell in. The patient is doing well post-operatively.